Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise that did not lead to pacing inhibition. Additionally, the lead was determined to be fractured at the clavicle. A revision procedure was performed and this rv lead was surgically abandoned. No additional adverse patient effects were reported.